Manufacturer narrative:
Correction in continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), h3: during initial assessment the indigo drill (serial: (B)(6)) found to be grinding heavily and making noise. The indigo drill handpiece was run for a minute, and temperatures recorded t1= 85.6 fahrenheit, t2= 86.7 fahrenheit. As per the product analysis, the pre-repair temperature results at 1 minute are less than 118 fahrenheit, which does not meet the reporting criteria. H6: initially submitted codes fdm b17, fdr c20 and img g04063 are no longer applicable. Product analysis of the indigo drill received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Therefore, indigo attachment (serial: (B)(6)) also no longer meets the reporting criteria. This event is a duplicate and has already been submitted in regulatory rep #1045254-2026-00225. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that drill handpiece heating up during use and a crackling noise. There was no patient impact.

Manufacturer narrative:
H6: the codes fdm b21, fdr c21, fdc d16 and img g04130 are applicable for indigo attachment. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: unknown, UDI#: unknown. H6: the codes fdm b17, fdr c20, fdc d16 and img g04063 are applicable for indigo drill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.